Event description:
Dealer claims consumer was on the sidewalk going up a hill when allegedly the pwc took an immediate right and went up a dirt hill.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Dealer claims consumer was on the sidewalk going up a hill when allegedly the pwc took an immediate right and went up a dirt hill.

Manufacturer narrative:
The device was returned and evaluated. The alleged inadvertent movement could not be duplicated. The nature of the complaint is unknown.